Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, during incoming inspection on 14 november 2019, an additional label was observed on the outer package of the subject pacemaker. Preliminary analysis revealed that the root cause of the identified irregularity is most probably human error during the packaging and labeling operation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection on (B)(6) 2019, an additional label was observed on the outer package of the subject pacemaker. Preliminary analysis revealed that the root cause of the identified irregularity is most probably human error during the packaging and labeling operation.